Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Monitor: exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. On (B)(6) 2019 cdrh experienced intermittent issue causing medwatch reports to remain stuck in ack 2.  This report was affected by this issue and is now being resubmitted.  The original submission was made within the 30 day reporting timeline.

Event description:
An article/literature was received entitled "modular junction fractures in a modern rotating-platform knee arthroplasty system.¿ update 25 sep 2019. ¿modular junction fractures in a modern rotating-platform knee arthroplasty system¿ was reviewed for MDR reportability. The retrospective study reviewed four cases involving patients who have undergone revision operations due to failure of the depuy sigma tc3 rotating platform prosthesis. Unknown cement was used at the epiphyseal region of the femoral and tibial components, and the remainder of the construct was uncemented. The four patients involved in the study will have four separate complaints linked together. Case 1: (B)(6) male. The patient underwent revision of the sigma tc3 rp system 3.5 years following implantation. He complained of pain, decreased range of motion, and clicking/catching. The revision operation noted moderate effusion, hematoma, adapter bolt fracture, loose femoral sleeve, and tibial insert wear.